Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 550mg/dl. It was stated that the mother treated her with multiple daily insulin. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.